Event description:
Medtronic abre venous stent was placed to the left renal vein within instructions for use. Later that day, stent was noted to have migrated to the right atrium. Attempts at endovascular retrieval was not successful and patient required sternotomy and cardiopulmonary bypass to remove the stent.